Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen became unresponsive and the device did not charge despite multiple third-party chargers and proper placement on the charging pad, consistent with an unexpected shutdown and involving the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an insulation problem, aligning with a component-related failure and the observed unexpected shutdown associated with the seal. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.